Event description:
A pocket infection and the device system was explanted. Drug in the pump was dilaudid. The device was discarded.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013. Product type: catheter: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Initially it was also reported that drainage and an incisional wound opening was also present. Further information was now recently received in which it was reported that a few days after a pump and catheter revision (see manufacturer report #3004209178-2013-08607- the patient was not sure if the old pump was moved and implanted on her right side or if a new pump was implanted on her right side) the patient experienced a fever and went to the emergency room. The patient was told she had a urinary tract infection (uti) was put on antibiotics and was sent home. The following day her fever rose and the patient reported she was septic. Blood work was done and the patient's white count was over 18,000 with a fever over 102. The patient was admitted for four days, was put on an antibiotic again and was sent home. After two weeks the patient again experienced a high fever and this time went to her "regular" hospital. More testing and a magnetic resonance imaging (MRI) scan were done which revealed a white count of over 24,000. The MRI found fluid around the pump and catheter. Some of the fluid was removed and the patient reported she was septic. The patient was admitted to the hospital. Reportedly, it took two days to find a neurosurgeon to remove the implant. After the removal, the patient developed a spinal leak which was then fixed. The patient was in the hospital from (B)(6) 2013 and still had a peripherally inserted central catheter (pic line) for antibiotic therapy at home. It was not known what medication this implant system was currently delivering. Additional information has been requested, but was not available as of the date of this report.